Event description:
It was reported that a button on the infusion device was damaged and not functioning. At the time of report, it was not specified which button. No adverse event was reported. The infusion device cannot be returned for legal and customs issues.

Manufacturer narrative:
The event occurred in (B)(6). (B)(6) law doesn't allow product return.